Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the distributor: reports the set leaked a chemotherapy drug. The reporter is unsure of the drug name.